Event description:
It was reported that during a ladg, an error occurred and the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location. The device was functionally tested with a generator and the hand activations buttons were non functional and error code 5 was displayed. The device was disassembled and corrosion was found in the domes of the hand activations buttons. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.